Manufacturer narrative:
The cause of the injury to the technologist was determined to be user error. The ge field engineer (fe) went to the site and performed a service investigation into this issue and observed the lower left grid holder tab that holds the grid to the detector was broken and sharp. The injured technologist confirmed this damage on the grid holder caused the cut to their finger. The fe sent the damaged grid holder back to the engineering team so further analysis could be completed. According to the part analysis, the cover of grid holder assembly contained physical damage marks, the corners of grid holder were damaged and cracked, and there were cracks on the bottom tabs which are all symptoms of rough usage such as accidentally dropping or impacting the holder into a foreign object. In addition, a secondary user error was made as the technologist continued to use the grid holder in this compromised state. To correct this issue, the grid holder was replaced and a reminder was communicated to the customer to inspect the grid for physical damage before use and to not use this equipment in a compromised stated until qualified personnel correct the problem which are both outlined in the system operator manual. No further actions are needed.

Manufacturer narrative:
Medical device: unique identifier: (B)(4). Ge healthcare's investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2022, the technologist at (B)(6) medical center located in the USA reported that as they were handling the grid that is part of their discovery xr656 fixed radiological x-ray system, they received a 0.5 inch cut to their right hand fifth digit that was treated with three sutures. This is considered a serious injury.